Event description:
A customer reported experiencing intermittent, on-going high blood glucose events with the specific levels being unknown but indicated as "high." Cause was not known. To resolve the high blood glucose, the customer administered a correction injection using a multiple daily injection (mdi) method. Recommendation was made to consult a healthcare provider in regards to diabetes management.